Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek vantus meter serial number (B)(4). The result from the laboratory was 2.3 inr at around 11:10 am. At 11:26 am, the result from the meter was 3.4 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr. The customer had no hematocrit issues, no overlapping heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes in diet or medications, no illnesses, and no abnormal bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.